Manufacturer narrative:
The reported complaint was confirmed. The issue was observed by the srt during reconditioning of the epgs at the service center. He replaced the valve. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flow valve of the electronic patient gas system (epgs) was binding and difficult to adjust. There was no patient involvement.